Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A review of the share logs was performed and a warm up restarted during a sensor session was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.